Event description:
Reporter indicated via a vns manufacturer's implant card that a pt had generator replacement and high lead impedance was received. Only the generator was replaced. As inserting the resident lead pin into the new generator did not resolve the high impedance, a lead fracture appears more likely. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.